Event description:
Philips received information from a customer site that they could not hear the patient speaking from the CT gantry. The field service engineer (fse) confirmed there was no harm to a patient. The fse determined the cause was from failed microphones and replaced the microphones.

Manufacturer narrative:
We will file a follow-up MDR at the completion of the investigation. Internal cross (B)(4).